Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked (no further detail). The leaks were identified during unspecified process steps. There was no report of patient injury or medical intervention associated with these events. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.